Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon burst at 10 atm for 1 second upon the initial inflation. The device was removed normally, and the procedure was completed with an alternative device. There were no patient complications.